Event description:
Reporter indicated that high lead impedance readings were obtained during an office visit. No information was provided on the specific results obtained or the specific test that was performed. Follow up with the pt's neurologist revealed that there were no reports of pt manipulation or trauma and no x-rays were taken. Some programming history was provided, but no device diagnostics. Good faith attempts to obtain additional information have been unsuccessful. The pt underwent lead revision surgery and the explanted lead has been returned to the manufacturer for analysis however, device evaluation has not been completed.

Manufacturer narrative:
Conclusions - device failure is suspected, but did not cause or contributed to a death or serious injury.